Manufacturer narrative:
This supplemental report is being submitted to provide additional information provided by the user facility, a correction to the initial aware date. Olympus received new information from the reporter which noted that the user facility confirmed that no device fragment fell into the patient. The surgeon noticed a strange movement from the handle (wa60120a) upon first opening of the jaw (wa64710a). The devices were withdrawn from the patient immediately and when they were removed is when the broken jaw piece fell off the device and onto the operating table. The intended procedure was completed using non-olympus devices. The devices were inspected prior to procedure with no anomalies observed. In addition, the correct aware date is october 2, 2017.

Manufacturer narrative:
This supplemental report is being submitted to provide the device evaluation results. The user facility returned the subject device along with the handle (wa60120a) for evaluation. A visual inspection and confirmed the one of the jaw components at the distal end of the device was broken off and missing. The device when tested with the wa60120a and there were no issues with insertion or withdrawing the device from the wa60120a. The device jaw was able to actuate when manipulating the handle.

Manufacturer narrative:
The device was not returned to olympus for evaluation. Therefore, the cause of the reported event could not be determined at this time. However, a picture of the device confirmed one of the jaw components was broken off and missing. The instruction manual provides a warning to mitigate the risk of patient injury and damage to the instrument which states, ¿the instrument¿s distal end is specially designed for bipolar coagulation and dissection. Do not use excessive force (bending, distorting, levering) when using the instrument. Otherwise instrument damage and patient injury may occur.¿ it also cautions user¿s the jaws may not contact each other during the procedure. Only activate hf current when the instrument is in direct contact with tissue. If there is no tissue contact, hf current may damage the instrument. If additional information becomes available or if the device is returned at a later time, this report will be supplemented accordingly.

Event description:
Olympus was informed that during a laparoscopic surgery procedure, one of the jaw components at the distal tip of the insert broke off and fell into the patient. It was reported that the jaw component was retrieved from the patient. As a result, the procedure lasted longer. The procedure was completed with no patient injury reported.